Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient underwent repositioning surgery on (B)(6) 2023. The recipient has healed and resumed device use. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing device migration and sound quality issues. Revisions surgery is scheduled.